Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. Customers blood glucose was 150 mg/dl. The customer changed the cartridge and successfully resumed insulin delivery.